Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: guide wire could not go through k-wire insertion handle. This is 1 of 1 report.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation coordinated by synthes (B)(4). The investigation shows that during manufacturing the deep hole drilling was performed incorrectly, as the through bore got curved. This was not detected during final inspection. Inspection of devices manufactured in the same lot as the device in question, did not reveal any defects. Additional steps in the quality control procedures are now in place to detect and prevent future defective devices to be released. The manufacturing records were reviewed and no complaint related issues were found.